Event description:
Attempted to activate the 20 gauge device. The nurse attempted to activate the 20 gauge device and was unsuccessful resulting in a needlestick injury. The device activated when disposed in a sharps container.